Event description:
Inserted and then removed due to fractured lead and high impedances.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.